Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since no event date was provided. Device evaluated by MFR: the fg nc emerge mr, us 4.00mm x 20mm balloon catheter was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. No issues identified with the shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified pinhole leaks 7mm and 9mm distal to the proximal markerband. Bumper tip showed no signs of distal tip damage. There were traces of blood noted inside the balloon. The device was attached to an encore inflation unit and the balloon was observed to have pinhole leaks at two locations.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. A 4.00mm x 20mm nc emerge balloon catheter was reported with no alleged device issue. However, investigation result revealed a balloon pinhole.